Event description:
It was reported that the patient presented for the implant of the pulse generator. During the procedure, it was observed that the generator exhibited no pacing output. The device was not used, and the procedure was completed with a replacement. The patient was stable.

Manufacturer narrative:
The reported event of no pacing was not confirmed. Final analysis found normal characteristics. No anomalies were found.